Event description:
Reporter called to submit her adverse events after she used dimora silicone foam dressing. She said she applied the dressing on her left shin last night. When she was removing it this morning, the bandage off, it tears her skin and also there was bleeding. After she cleaned her wound, she applied another one and the same thing happened. She said when she examines the tape, the adhesive is on the pad itself not on the edges to keep the tape attached to skin. Reference report #mw5166461.